Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance anomaly. A new lead was successfully placed. No additional adverse patient effects were reported. Additional information received indicated that this implantable lead was repositioned multiple times and the helix stopped deploying.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance anomaly. A new lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the report of helix difficulty and a failing helix mechanism test due to dried blood/body fluid and tissue clogging the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance anomaly. A new lead was successfully placed. No additional adverse patient effects were reported. Additional information received indicated that this implantable lead was repositioned multiple times and the helix stopped deploying.